Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to broken wires connecting the distribution node (dn) to the rear therapy electrode. The root cause for the broken wires could not be positively identified. No adverse event resulted from the damaged belt.